Event description:
The pump was returned for investigation. Investigation revealed unresponsive keypad buttons and contamination under the button contacts. This report is made based on results of investigation completed on 11/06/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings: visual inspection revealed a small hole in the keypad over the ok keypad button, and the keypad was found to be torn off near the contrast keypad button, exposing the contrast button contact. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. The ok button was unresponsive, and the contrast button was not working due to a missing button contact. There was evidence of keypad contamination found under the up arrow, down arrow, and ok key contacts. The keypad flex wire was found to have a damaged ground connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.